Event description:
Infection [infection] . Pain [joint pain] . Knee washed out [joint effusion]. Case narrative: based upon additional information received on 22-mar-2019, this case initially assessed as non-serious was upgraded to serious as event of infection was added (seriousness criterion: hospitalization) initial information received on 11-mar-2019 from australia regarding an unsolicited valid non-serious case received from a patient. This case involves a 58 years old female patient who experienced infection (latency: unknown), pain (latency: unknown) and knee washed out (latency: unknown), after she used a medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6)2019, the patient received hylan g-f 20, sodium hyaluronate injection, once at the unknown dosage via intra-articular route (indication, lot - unknown). On the unknown date, it was reported that patient was in pain (latency: unknown) and went to hospital where her knee washed out (latency: unknown). The patient also developed an infection (latency: unknown) and was hospitalized for it. Corrective treatment: knee washed out for pain. Outcome: unknown for all events. Seriousness criterion: hospitalization for infection a product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2019no safety issues were indicated in this review. Additional information was received on 13-mar-2019. Global ptc number and ptc results were added. Additional information received on 22-mar-2019 from non-hcp. Case upgraded to serious. Event of infection added with details. Clinical course updated. Text amended accordingly. Additional information received on 08-apr-2019 from healthcare professional. Aosi comments added.

Event description:
Infection [infection], pain [joint pain], knee washed out [joint effusion]. Case narrative: based upon additional information received on (B)(6) 2019, this case initially assessed as non-serious was upgraded to serious as event of infection was added (seriousness criterion: hospitalization) initial information received on 11-mar-2019 from australia regarding an unsolicited valid non-serious case received from a patient. This case involves a (B)(6) female patient who experienced infection (latency: unknown), pain (latency: unknown) and knee washed out (latency: unknown), after she used a medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection, once at the unknown dosage via intra-articular route (indication, lot - unknown). On the unknown date, it was reported that patient was in pain (latency: unknown) and went to hospital where her knee washed out (latency: unknown). The patient also developed an infection (latency: unknown) and was hospitalized for it. Corrective treatment: knee washed out for pain. Outcome: unknown for all events. Seriousness criterion: hospitalization for infection. A product technical complaint (ptc) was initiated on 13-mar-2019 for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 13-mar-2019. No safety issues were indicated in this review. Additional information was received on (B)(6) 2019. Global ptc number and ptc results were added. Additional information received on (B)(6) 2019 from non-hcp. Case upgraded to serious. Event of infection added with details. Clinical course updated. Text amended accordingly.